Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. The customer reported that they went to prime the tubing. They changed the tubing and it worked. The customer got an insulin flow blocked alarm that was fixed by changing the infusion set. The customer reports alarm occurred during fill tubing. The customer reported event was resolved by infusion set change. The customer treated high blood glucose with manual injections. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.